Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-06091 it was reported the patient had no longer been receiving adequate pain relief. An impedance check revealed impedances issues. Reprogramming was unable to provide resolution. X-rays were taken and revealed both of the patient's leads to be fractured. As a result, the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.